Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
In speaking with the olympus technical assistance center (tac), the customer reported that the tab broke on maj-2113, the customer was then later transferred to customer care to obtain an RMA. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e2: updated "health professional" to yes. Correction to e3: occupation was updated to "nurse." Correction to g2: "health professional" should be included along with the existing selection. Correction to h4: the device manufacture date was corrected to march 21, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, it is likely that the reportable malfunction of the broken tube was caused by external stress applied to the lock lever, preventing the tube from being connected. This may have occurred due to force being applied in the wrong direction. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.